Event description:
On 5/11: customer reports (B) (6) female having a CT thorax/abdomen procedure. IV access was ac with an optiva 2 IV access device. A 125ml optiray 300 prefilled syringe loaded into the injector and attached to IV access device via ctl150 low pressure connecting tubing. Injector protocol, 3.0ml/s 90ml volume with maximum 300psi. Injection started - 40mls delivered into pt. Injector gave pressure limit message. Prefilled syringe burst and splashed fluids onto radiographer. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.